Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is traced to component failure. The cause of the damage is considered to be overloading and deterioration over time. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath beak chipped. The issue occurred during reprocessing. There was no patient involvement.